Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
"It was reported that "the arthroplasty was revised due to infection with acetabular osteolysis. The femoral head and acetabular insert were revised. The components were implanted in situ for 6.6 y. The patient presented with a score of 2 prior to revision and maximum score of 2."